Manufacturer narrative:
Investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shunt system (#fx441t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was not yet returned to the manufacturer for evaluation.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves was determined. Permeability test: a permeability test has indicated that the valve has a blockage. Computer controlled test: to investigate, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. Because the valve is not permeable, a computer controlled test is not possible. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found. Result: according to the investigation results, a non-adjustability and blockage of the progav 2.0 were detected. The visible deposits have led to the functional deviations. Furthermore, we can determine visible deposits in the pediatric prechamber. The deposits had no effect upon the specifications at the time of the examination. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
The complained device was returned to the manufacturer and the investigation has been completed. Upon receipt of the return shipment, we received an additional shuntassistant (20) in connection with this complaint. This case is being processed as (B)(4) under medwatchno.: 3004721439-2025-00166.